Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/30/2012 with the following findings: evaluation revealed that keypad button presses did not activate desired pump functions. Testing confirmed intermittent responses to button presses on all the keypad buttons and required increasing force are required before the buttons would engage. None of the keypad buttons have normal spring back or click. Evaluation also revealed that the keypad rubber was damaged. The keypad cover was torn next to the up arrow keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The keypad was removed for investigation and revealed contamination present under the contacts of all buttons.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons required harder presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.